Event description:
Additional information received "the physical examination showed shape asymmetry of both breasts" ... "The left breast appeared to be slightly larger in volume and the touch test indicated a suspected implant rupture, later confirmed upon reviewing the breast MRI image, provided by the patient, which showed a suspected implant rupture and silicone signal at the level of the left axillary lymph node, therefore probably consistent with an extra-capsular rupture."

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported left side rupture. Device was explanted.